Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during maintenance, the cardiosave intra-aortic balloon pump (iabp) had video display issues .there was no patient involved reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.